Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged resulting in non-delivery of required pacing therapy and intermittent sensing however, no asystole was noted. It was reported that this lead was successfully implanted but subsequently dislodged after pocket closure. The pocket was re-opened and this lead was explanted. A new lead was implanted with success. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.